Event description:
Boston scientific received information that the patient presented to the clinic with complaints of palpitations, syncope and episodes of light-headedness at rest. Upon interrogation another manufacturer's right ventricular (rv) lead threshold measurement was elevated at 2.4 volts at 1.0 ms. The lead had been chronically programmed to 2.5 volts at 0.5 ms since the threshold had been fine in previous interrogations. There was intermittent capture due to the programmed output being below or right near the rv threshold. Subsequently the output was reprogrammed to 6.5 volts at 1.0 ms to allow for the appropriate safety margin. During the interrogation, the field representative experienced difficulty measuring an impedance value for the lead, although a value within normal limits was eventually populated. However the following day they were unable to obtain impedance values again. The device was still registering with half a year remaining battery life remaining, elective replacement near (ern), which had been the same for over a year. It was also noted that a run battery test message appeared twice during the interrogation. The device subsequently ran five battery tests during the interrogation. Boston scientific technical services (ts) was consulted and was unsure of the reason. A revision procedure was performed where the other manufacturer's rv lead was tested with a pacing system analyzer (psa) and yielded elevated threshold measurements. However, the physician was concerned that because the device had been at ern with half a year remaining battery life for more than one year it was not delivering the amount of voltage, it should have, despite not having an adequate safety margin. The physician felt this contributed to patient symptoms. Subsequently the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.